Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had to be brought back in the or to control the 10 day post operative arterial bleeding on the right inferior pole. The patient had undergone tonsillectomy and adenoidectomy and was taking pain medications.